Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer is unable to compete troubleshooting due to not having extra reservoir to use in pump. Customer was advised to call back to complete troubleshooting and treat the blood glucose.